Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during the surgery, after using the shaver and attempting to use the wand again, the surgeon realized that the controller had shut off. After turning the controller on/ off and reconnecting the power cable directly and not with a power strip, the controller operated with no issues. No patient injuries or delay reported. Surgery was completed using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.